Manufacturer narrative:
Patient line discoloration- no failure identified

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the patient line became discolored. Customer declined to changed out the cartridge. Customer's blood glucose level was not impacted.